Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level rose to 503 mg/dl. The customer addressed the elevated bg by correction bolus via the pump and multiple daily injections. Reportedly, the customer was not following the proper cartridge filling steps. Tandem technical support educated customer to fill the cartridge according to user guide. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy.